Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced, the high voltage cables were regreased, the ma null was adjusted, and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed low kv and low ma errors, made a popping noise and then stopped working (shut down). There is no report of pt injury associated with this event.